Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use. Device not returned to manufacturer for investigation.

Event description:
This report summarizes &lt; noe&gt; 1 &lt;/noe&gt; malfunction event in which the device ran on. There was no patient involvement; no patient impact.